Event description:
It was reported that an asymptomatic patient presented to the hospital for device change out due to normal eri. Externalized conductors were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.